Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the thunderbeat's insulation pad was severely worn, split, and peeling off of the device. There were no reports of patient involvement.